Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of channel 1 and 2 stopping unexpectedly, was confirmed as failure 94. The cause was determined to be due to the configuration settings needed to be reset. In order to resolve the issue the configuration settings were reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that channel 1 and 2 on a flogard infusion pump had stopped unexpectedly. There was no patient involvement. Additional information was requested and is not available.